Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5041401) on 23-jun-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain'), device breakage ('a piece was still inside') and device expulsion ('tiny piece inside uterus') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), nasal congestion ("constant congestion that never goes away"), sinusitis ("sinus infections"), ear infection ("ear infections"), abdominal distension ("severe bloating"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), vision blurred ("blurred vision"), vitreous floaters ("floaters"), alopecia ("hair loss"), peripheral swelling ("swelling of my legs"), swelling ("swelling of other places"), abdominal cramps ("cramping"), pain in extremity ("shooting pain down into my thighs/ legs"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), micturition urgency ("urgent frequent urination"), pollakiuria ("urgent frequent urination"), vulvovaginal pruritus ("itching of vaginal entrance and inside"), vulvovaginal burning sensation ("burning of vaginal entrance and inside"), vulvovaginal pain ("stinging stabbing of vaginal entrance and inside"), breast tenderness ("breast tenderness"), breast pain ("breast pain"), abdominal crampy pains ("abdominal spasms, twitching"), back pain ("pain: back lower"), chest pain ("pain: chest"), neck pain ("pain: back of neck"), arthralgia ("pain: hips/ joint"), facial pain ("facial pain"), pain ("all over body aches/pain"), nausea ("nausea"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), hypoaesthesia ("numbness feeling in my thighs"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), paraesthesia ("sensation of pricking of skin by sharp needle all over my body"), contusion ("bruise"), factor xiii deficiency ("factor 13 deficiency") and thyroid disorder ("since my hysterectomy, I haven't had a problem with my thyroid") and was found to have haemoglobin decreased ("hemoglobin low"). The patient was treated with surgery (hysterectomy and uterus removed). Essure was removed. At the time of the report, the pelvic pain, device breakage, device expulsion, fatigue, nasal congestion, sinusitis, ear infection, abdominal distension, dry skin, hair texture abnormal, dry eye, vision blurred, vitreous floaters, alopecia, peripheral swelling, swelling, abdominal cramps, pain in extremity, vaginal discharge, hot flush, night sweats, hyperhidrosis, loss of libido, dyspareunia, fungal infection, micturition urgency, pollakiuria, vulvovaginal pruritus, vulvovaginal burning sensation, vulvovaginal pain, breast tenderness, breast pain, abdominal crampy pains, back pain, chest pain, neck pain, arthralgia, facial pain, pain, nausea, constipation, diarrhoea, dyspepsia, headache, migraine, dizziness, hypoaesthesia, neuralgia, feeling abnormal, tinnitus, paraesthesia, contusion, factor xiii deficiency, haemoglobin decreased and thyroid disorder outcome was unknown. The reporter considered abdominal cramps, abdominal distension, alopecia, arthralgia, back pain, breast pain, breast tenderness, chest pain, constipation, contusion, device breakage, device expulsion, diarrhoea, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, ear infection, facial pain, factor xiii deficiency, fatigue, feeling abnormal, fungal infection, haemoglobin decreased, hair texture abnormal, headache, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, micturition urgency, migraine, nasal congestion, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, sinusitis, swelling, thyroid disorder, tinnitus, vaginal discharge, vision blurred, vitreous floaters, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and abdominal crampy pains to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Events tiny piece inside uterus, bruise, factor 13 deficiency, hemoglobin low and thyroid disorder added. On 23-mar-2020: processed with fu 7 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5041401) on 23-jun-2015. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain'), device breakage ('a piece was still inside') and device expulsion ('tiny piece inside uterus') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), nasal congestion ("constant congestion that never goes away"), sinusitis ("sinus infections"), ear infection ("ear infections"), abdominal distension ("severe bloating"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), vision blurred ("blurred vision"), vitreous floaters ("floaters"), alopecia ("hair loss"), peripheral swelling ("swelling of my legs"), swelling ("swelling of other places"), abdominal cramps ("cramping"), pain in extremity ("shooting pain down into my thighs/ legs"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), micturition urgency ("urgent frequent urination"), pollakiuria ("urgent frequent urination"), vulvovaginal pruritus ("itching of vaginal entrance and inside"), vulvovaginal burning sensation ("burning of vaginal entrance and inside"), vulvovaginal pain ("stinging stabbing of vaginal entrance and inside"), breast tenderness ("breast tenderness"), breast pain ("breast pain"), abdominal crampy pains ("abdominal spasms, twitching"), back pain ("pain: back lower"), chest pain ("pain: chest"), neck pain ("pain: back of neck"), arthralgia ("pain: hips/ joint"), facial pain ("facial pain"), pain ("all over body aches/pain"), nausea ("nausea"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), hypoaesthesia ("numbness feeling in my thighs"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), paraesthesia ("sensation of pricking of skin by sharp needle all over my body"), contusion ("bruise"), factor xiii deficiency ("factor 13 deficiency") and thyroid disorder ("since my hysterectomy, I haven't had a problem with my thyroid") and was found to have haemoglobin decreased ("hemoglobin low"). The patient was treated with surgery (hysterectomy and uterus removed). Essure was removed. At the time of the report, the pelvic pain, device breakage, device expulsion, fatigue, nasal congestion, sinusitis, ear infection, abdominal distension, dry skin, hair texture abnormal, dry eye, vision blurred, vitreous floaters, alopecia, peripheral swelling, swelling, abdominal cramps, pain in extremity, vaginal discharge, hot flush, night sweats, hyperhidrosis, loss of libido, dyspareunia, fungal infection, micturition urgency, pollakiuria, vulvovaginal pruritus, vulvovaginal burning sensation, vulvovaginal pain, breast tenderness, breast pain, abdominal crampy pains, back pain, chest pain, neck pain, arthralgia, facial pain, pain, nausea, constipation, diarrhoea, dyspepsia, headache, migraine, dizziness, hypoaesthesia, neuralgia, feeling abnormal, tinnitus, paraesthesia, contusion, factor xiii deficiency, haemoglobin decreased and thyroid disorder outcome was unknown. The reporter considered abdominal cramps, abdominal distension, alopecia, arthralgia, back pain, breast pain, breast tenderness, chest pain, constipation, contusion, device breakage, device expulsion, diarrhoea, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, ear infection, facial pain, factor xiii deficiency, fatigue, feeling abnormal, fungal infection, haemoglobin decreased, hair texture abnormal, headache, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, micturition urgency, migraine, nasal congestion, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, sinusitis, swelling, thyroid disorder, tinnitus, vaginal discharge, vision blurred, vitreous floaters, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and abdominal crampy pains to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Processed with fu 11. On 6-apr-2020: social media received. Reporter added. Processed with fu 10. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5041401) on 23-jun-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain') and device breakage ('a piece was still inside') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), nasal congestion ("constant congestion that never goes away"), sinusitis ("sinus infections"), ear infection ("ear infections"), abdominal distension ("severe bloating"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), vision blurred ("blurred vision"), vitreous floaters ("floaters"), alopecia ("hair loss"), peripheral swelling ("swelling of my legs"), swelling ("swelling of other places"), abdominal cramps ("cramping"), pain in extremity ("shooting pain down into my thighs/ legs"), vaginal discharge ("discharge"), hot flush ("hot flashes"), night sweats ("night sweats"), hyperhidrosis ("day sweats"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), micturition urgency ("urgent frequent urination"), pollakiuria ("urgent frequent urination"), vulvovaginal pruritus ("itching of vaginal entrance and inside"), vulvovaginal burning sensation ("burning of vaginal entrance and inside"), vulvovaginal pain ("stinging stabbing of vaginal entrance and inside"), breast tenderness ("breast tenderness"), breast pain ("breast pain"), abdominal crampy pains ("abdominal spasms, twitching"), back pain ("pain: back lower"), chest pain ("pain: chest"), neck pain ("pain: back of neck"), arthralgia ("pain: hips/ joint"), facial pain ("facial pain"), pain ("all over body aches/pain"), nausea ("nausea"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), hypoaesthesia ("numbness feeling in my thighs"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears") and paraesthesia ("sensation of pricking of skin by sharp needle all over my body"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, fatigue, nasal congestion, sinusitis, ear infection, abdominal distension, dry skin, hair texture abnormal, dry eye, vision blurred, vitreous floaters, alopecia, peripheral swelling, swelling, abdominal cramps, pain in extremity, vaginal discharge, hot flush, night sweats, hyperhidrosis, loss of libido, dyspareunia, fungal infection, micturition urgency, pollakiuria, vulvovaginal pruritus, vulvovaginal burning sensation, vulvovaginal pain, breast tenderness, breast pain, abdominal crampy pains, back pain, chest pain, neck pain, arthralgia, facial pain, pain, nausea, constipation, diarrhoea, dyspepsia, headache, migraine, dizziness, hypoaesthesia, neuralgia, feeling abnormal, tinnitus and paraesthesia outcome was unknown. The reporter considered abdominal cramps, abdominal distension, alopecia, arthralgia, back pain, breast pain, breast tenderness, chest pain, constipation, device breakage, diarrhoea, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, ear infection, facial pain, fatigue, feeling abnormal, fungal infection, hair texture abnormal, headache, hot flush, hyperhidrosis, hypoaesthesia, loss of libido, micturition urgency, migraine, nasal congestion, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, sinusitis, swelling, tinnitus, vaginal discharge, vision blurred, vitreous floaters, vulvovaginal burning sensation, vulvovaginal pain, vulvovaginal pruritus and abdominal crampy pains to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived and surgery procedure added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.